Event description:
It was reported the left ventricular (lv) lead dislodged and would not capture. The lv lead was explanted and another lv lead was attempted. During the procedure the replacement lv lead dislodged upon defibrillation threshold testing. The replacement lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).